Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: visual inspections were performed on the returned device. The deflation issue and difficulty removing were unable to be confirmed due to the condition of the returned device. The additional damage and separation noted on the returned device likely occurred during the attempts to deflate the balloon and retrieval of the catheter. The armada 18 instructions for use instructs to use contrast diluted 1:1 with normal saline. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined that the reported difficulties and subsequent patient effects/treatment appear to be due to case circumstances.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery. A 6.0x150mm armada 18 was advanced to the distal part of the lesion and inflated to 8 atmospheres (atms) for 2 minutes, the balloon was deflated, and moved back proximally and inflated to 8 atms again. An attempt was made to deflate the balloon again; however, the balloon only partially deflated. Several attempts were made to deflate the balloon with an indeflator and syringe; however, those attempts failed. It was noted that the contrast was thick so it was possible that it was not a 50:50 ratio. An attempt to dilute the contrast with saline was made; however, this too failed to deflate the balloon. An attempt to over-inflate the balloon in order to have the balloon rupture was also made and this failed. It was then decided to pull the device out but it could not be removed, so an attempt was made to puncture the balloon with a guide wire but failed. The filter was pulled into the balloon to try and remove the balloon; however, the wire broke. It was then decided to introduce a needle and under fluoroscopy the balloon was popped and the contrast was removed with a syringe. A snare device was then introduced into the anatomy to retrieve the filter and balloon. A 6.0x150mm armada device was used for pre-dilatation. The procedure was successfully completed with two 5.5x150 superas deployed. Although there was a delay in the procedure, there was no adverse patient sequela. Return device analysis revealed inner and outermember separations. The site confirmed that this occurred while trying to remove the catheter. No additional information was provided.